Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: detection method are described in operation manual chapter 3 preparation and inspection. Preventive measure are described in reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to deformation of nozzle, water removal ability does not meet specifications, light guide lens has a chip, connecting tube has a wrinkle, bending angle in up/down/right/left direction does not meet specifications, an abnormal sound is made due to damage on up/down knob, due to deformation of bending tube, the play of up/down knob is out of specification, scratches throughout the device, and forceps control lever is deformed. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had a wrinkle on connecting tube, free play in the up/down right/left knob during maintenance. During inspection and evaluation, the backside of the forceps elevator has foreign material. It was found during the dismantling of the plastic distal end cover at the time of repair. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.